Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving a morphine (21 mg/ml at 6.989 mg/day) and clonidine (200mcg/ml at 66.57 mcg/day) via an implantable infusion pump. The indication for use was for unknown. It was reported that the patient experienced a motor stall. It was unknown if there were e any environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. The pump was replaced on (B)(6) 2022. The status of the patient at the time of the event was ¿alive - no injury¿. The patient¿s medical history and weight were asked but were unknown. The event was considered resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.